Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered in report is the date abbott diabetes care became aware of the event. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. If unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an tga declaration which reported a alarm issue with the adc application in use with a samsung a53 5g au android 13 operating system. The following information was reported: "having recently upgraded to a compatible phone type (changing from an oppo a91 which I was told is not tested as compatible (but worked mostly) to a samsung a53 5g), I am now left with a dud samsung phone as neither app is compatible with android os13. I can still scan libre freestyle 2 but the alarms for high and low bsls are not working at all. Os13 was released in august 2022 (with developer beta versions available much earlier) but neither app has been rendered compatible". No further details were provided. There was no report of adverse event, self-treatment, or third-party treatment required due to the reported product issue. Adc customer service is unable to contact the customer for additional information as their contact information is marked as "confidential" therefore, adc customer service cannot contact the customer. Based on the information provided, there was no report of serious injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.